Event description:
An ocd representative reported that a customer observed biased ahbc qc results for the ahbc positive control. A biased qc results may result in inappropriate physician action on pt sample results. There was no report of pt harm as a result of this event.